Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and visual inspection found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had thermal damage to the pulley cover. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage on the instrument was identified after reprocessing. The instrument was inspected for any damage prior to reprocessing and there was no damage or anything out of the ordinary. After the completion of the procedure the instrument was inspected for any damage and there was no damage or anything out of the ordinary. The instrument was available for return to isi for evaluation. There was no photographic images of the device(s) or a video recording of the procedure available for isi review.